Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. The device had been filled with 2750mg fluorouracil diluted with 5% glucose for a total fill volume of 92ml. The reporter stated that the infusion took 74 hours to complete instead of the expected 48 hours. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: march 12, 2014 to march 13, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. No defects were noted during visual inspection. Flow rate testing resulted in a calculated flow within the specification range. The reported problem could not be verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.